Event description:
This complaint is now reportable based on the analysis completed on 03/31/2008. It was reported that during a coronary drug-eluting stenting treatment procedure, the stent could not cross the lesion. The lesion was located in a 3.0x25mm segment of the proximal left circumflex (lcx). The vessel was moderately tortuous, moderately calcified, and 90% stenosed. The lesion was pre-dilated using a 2.50x20mm non bsc balloon, reducing the stenosis to 85%. The 3.0x32mm taxus liberte' drug-eluting stent was introduced but failed to cross the lesion. The procedure was aborted. No patient injuries or complications were reported. However, the returned product revealed stent damage.

Manufacturer narrative:
Initial visual examination of the returned unit found damage to the distal edge of the stent, and that the hypotube had kinked approximately 38.6 cm distal from the catheters strain relief. Rows 1 and 2 were misaligned. The stent damage is consistent with the delivery system encountering some form of restriction. The hypotube kink damage is consistent with excessive force being applied to the delivery system. No kinks or damage were noticed along the shaft of the device. The balloon and tip sections of the device were visually and microscopically examined, and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The manufacturing records have been reviewed and no issues or discrepancies were found. The most probable root cause for this event is operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.